Event description:
The customer reported the machine is not switching on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the machine is not switching on. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.